Event description:
The manufacturer received information alleging a ventilator was not delivering the set oxygen percentage. There was no harm or injury reported. During the evaluation of the device at a third party service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module and system board were replaced to address the issues.